Manufacturer narrative:
The device associated with this report was not returned. A review of the DHR (device history record) or a search of the complaints databases was not possible as no product/lot details were available. It was not possible to determine the root cause with the information available. Should the information be provided in the future, the complaint will be revisited.depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Change of a duraloc enduron inlay because of wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.